Manufacturer narrative:
A field service engineer (fse) was on-site. Fse checked and replaced parts, and checked alignment of the covers. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding a falsely low glucose (glu) result generated by the unicel dxc 800 pro synchron chemistry analyzer. A false low glucose of 28 mg/dl was generated. The instrument performed an automatic rerun which gave a result of 110 mg/dl. The sample was repeated on a different instrument, which verified the result of 110 mg/dl and the result was reported outside of the laboratory. There was no affect to patient treatment as a result of this event.